Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that during knee arthroplasty, the provisional broke upon impaction of a mallet after the surgeon had difficulty inserting the device. No pieces were retained in the wound.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for visual inspection, which confirmed that returned tibial articular surface provisional (tasp) post was fractured into two pieces. The device had an approximate field life of 3 years 8 months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.